Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, while performing the gastrojejunostomy, after the device was fired the anvil would not disengage from the eea instrument. After an unknown amount of time, the anvil was disengaged. It was reported there was an issue with staple formation, the staples were u shaped, not b shaped. There was unanticipated tissue loss and tissue damage with oversewing to correct the problem. There was a delay greater than thirty minutes. The patient's status was stable.

Manufacturer narrative:
(B)(4) procedure: gastric bypass performed (B)(6) 2015. The surgeon thought the eea stapler fired properly. The tissue was eventually released from the device. Post market vigilance (pmv) led an evaluation of one eea xl 21mm single use stapler with 3.5mm staples and one dst series orvil automatic 25mm device opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and attached to the instrument. Staple marks were present around the circumference of the mylar cover. Since the orvil anvil was of the wrong size, a pmv representative orvil anvil was used for all functional testing. The device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. The device was subjected to a measured orvil anvil retention test with an acceptable result. A review of the device history record for the instrument indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the orvil anvil could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the staple marks around the circumference of the orvil anvil may occur if the instrument is attempted to be fired with an orvil anvil of improper size. The instructions for use for this product states: use of an improperly matched instrument and anvil combination will cause staple malformation or result in the failure of the instrument to cut properly. Malformed staples may compromise the integrity of the staple line resulting in leakage or disruption. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).